Event description:
Herniated discs in neck, degenerative joint disease, 2007 fibromyalgia, 2011 gallbladder removed, elevated crp every year since 2008, chronic fatigue, weight gain, arthritis, inflammation, chest pain, palpitations, wheezing, neuropathy, possible ra and other symptoms from breast implant illness, implanted with mentor smooth saline implants bilaterally on (B)(6) 2004. I think that the implants partially deflated and leaked. FDA safety report ID# (B)(4).